Manufacturer narrative:
(B)(4). Customer disconnected the initial phone call;unable to have the full contact information to provide a new product replacement, manufacturer attempted to contact customer with follow up phone calls to return the complaint product or provide a new product; unable to talk to customer. Most likely underlying root cause of malfunction: sample issue or strip issue.

Event description:
Consumer reported complaint for e-0 results. The customer is concerned with e-0 result. The customer's expected fasting/non-fasting blood glucose test result range was undisclosed. During the call on (B)(6) 2016, the customer stated does not feel well and stated that feels sleepy. Customer declined medical attention,customer has glucose tabs to use if the glucose level is low. Customer performed blood test and received a result of 86 mg/dl. Customer stated that has not symptons if the blood sugar is above 60 mg/dl. Customer feels sleepy because takes sleeping pills the night before. The customer is satisfied with the meter results. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: undisclosed.